Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. No code available was used to represent surgical intervention. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The tamponade was discovered toward the end of the procedure, after ablation, while scanning around the heart using intracardiac echocardiography (ice). The patient displayed no symptoms prior to discovery on intracardiac echo. The procedure was aborted, a pericardiocentesis was performed. Over 2000 cc of fluid was removed. Most was re-infused back into the patient. The patient was then transferred to cardiothoracic surgery for further intervention. The caller reported they were stable leaving the lab. The caller stated that nothing abnormal occurred during the ablation procedure. Transseptal was performed using the st. Jude brk1 needle. There was no evidence of steam pop. The physician did not indicate that bwi products contributed to the event. In their opinion the event was caused by patient¿s anatomy ¿ the patient had a very then atrial wall where perf happened. The patient¿s condition was improved. Extended hospitalization was required due to open heart repair. The caller stated that the event probably occurred during ablation. The irrigation settings were 15ml/min. There were no error messages displayed by the system. Dashboard, vector and visitag were used for force visualization. Visitag stability settings were 3mm/3sec, surpoint 400 posterior, 500 anterior, 450 roof.